Event description:
Philips received a complaint by the customer on the v60 indicating that the display was dim. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the display was dim. The remote service engineer (rse) advised the customer to check if the light crystal display (lcd) was a 2nd generation. The rse also provided the customer with the part number of the 2nd generation lcd to upgrade if their current lcd is not 2nd generation. The investigation is ongoing.